Event description:
A patient with a ventricular septal defect (vsd) was implanted with a 7 mm amplatzer septal occluder (aso). After the patient was released from the cath lab, a residual shunt and hemolysis were observed. The patient returned to the cath lab where three additional devices were attempted - a 10/8 mm amplatzer duct occluder (ado), a 9 mm aso and a 10mm muscular vsd occluder (muscvsd) - but retracted due to sizing. Finally, a 12 mm muscvsd was successfully implanted. The 7 mm aso also remains implanted. The aso and ado were used off-label.

Manufacturer narrative:
Sjm could not evaluate the device involved in this incident since the device remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Based on the information available, the cause of the event remains unknown.